Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) did not perform as expected. Two weeks later, a revision surgery was performed and inspection revealed a hole in the right cylinder. The pump and cylinders were removed and replaced. The patient had a stable outcome.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and pressure tested. The first cylinder had a leak and broken fabric threads partially detached were identified by the distal end of the cylinder. The kink resistant tubing (krt) of the second cylinder was worn to the filament; however, no leaks were present and the cylinder passed the pressure test. The pump was visually examined, leak and functionally tested. The pump did not pass the activation test. Based on the information available and analysis results, the leak identified in the cylinder could have caused or contributed to the reported clinical observation of hole in cylinder.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) did not perform as expected. Two weeks later, a revision surgery was performed and inspection revealed a hole in the right cylinder. The pump and cylinders were removed and replaced. There were no patient complications.